Event description:
A report rec'd from the USA stated a kink was located between the vocal cords and the cuff of an unspecified endotracheal tube (et). It was reported, the patient arrived to the intensive care unit (ICU) intubated. During a f/u, the respiratory therapist stated a few days following the patient's arrival the suction catheter could not be passed through the et causing the need to extubate. The et was removed and the patient was re-intubated with an identical et without further incident. The respiratory therapist did not recall specific details regarding the event. No add'l info is available at this time.

Manufacturer narrative:
The et referenced in this reported event was discarded following extubation. There was no add'l info provided. Covidien reference: (B)(4).